Manufacturer narrative:
Placeholder.

Event description:
Vascular intervention case to remove an ivc filter. During use of the quick cross to gain access to the ivc filter the quick cross and wire became knotted up and the physician was unable to untangle them. The quick cross was left in the patient body and the patient was transferred to another facility for surgical removal. An update on the patient status has not been made available to spnc.